Event description:
It was reported that after completion of a da vinci si prostatectomy procedure, the surgical staff reported seeing a frayed cable with the monopolar curved scissors instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged issue that the instrument had a frayed wire. The instrument was found to have a broken grip cable at the distal idlers. The idler pulley was observed to spin freely and was not damaged. The cable segment was sticking out at the wrist. Other cables at the wrist were not damaged. Electrical continuity testing of the instrument passed. Engineering evaluation also found an indentation on the edge of the distal pulley. In addition, engineering evaluation also found scratches on the instrument's main tube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering evaluation concluded that the damages were likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported main tube scratch issue if to recur could cause or contribute to an adverse event.